Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet pump sustained physical damage when it was slammed against a dishwasher door at work, after which the screen displayed cracks, became unreadable, and the touchscreen was unresponsive, preventing confirmation of insulin delivery. Customer care provided support that included assessment of the reported physical damage and review of use conditions. Investigation of this case revealed screen damage consistent with impact and user-induced mechanical trauma. No clinical symptoms and no injury reported during the event. Outcomes included a device replacement and instructions provided to shut down the device and return it, with the patient advised to continue glucose monitoring without medical intervention. It was concluded that the event resulted from external mechanical damage rather than a device malfunction.